Event description:
I have a 2009 medela pump in style advanced breast pump. The pump was not working as effectively as it used to, so I looked online to see if I could find any trouble-shooting advice. On a forum on the MFR's website, (B)(6). A user suggested removing the motor unit to tighten the 4 bottom screws in order to improve suction on the pump. The motor unit is only attached to the handbag that carries the pump by a few pieces of velcro. There are no warning labels on the pump telling consumers not to remove to the motor unit of the pump or to avoid taking it out of the bag (on the contrary, the fact that it is only secured to the bag with velcro would indicate that the motor unit is, in fact, designed to be easily removed from the carrying bag). I reached into the bag to take the motor unit out to look at, and the sharp metal side of the motor sliced deeply into my hand. I called the MFR the next day ((B)(6) 2011) for add'l trouble-shooting advice and reported this incident. They informed me that consumers are not supposed to remove the motor from the bag. I also notified them of the website forum that suggested removing the motor from the bag to repair it, and they stated they would removed that posting. I would like to require the MFR to add a warning label to all pumps to prevent users from trying to remove the motor themselves, and secure the motor more permanently into the carrying case (whether it is handbag or backpack - medela makes both), in order to prevent future consumers from suffering a similar or worse injury in the future. (B)(6).